Manufacturer narrative:
The instrument has not been returned for evaluation; however, the initial reporter provided a photograph of the instrument. The distal end of the main tube had a damaged section that has a lighter discoloration and more opaque appearance (less shiny) than the rest of the tube. The damage appears to be axially aligned with the main tube. The discoloration and dull finish was likely from tube material removed, exposing glass fibers below the outer surface. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: tube abrasions with material removed fell into the patient. Per the initial reporter, the material was retrieved.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received voluntary report mw5037528 on 10/17/2014 with the following event description: while performing surgery usng a davinci surgical robot, arm 2 needle instrument holder came in contact with arm 3, a small grasper instrument. Debris resulted from this contact. The surgeon performed antibiotic irrigation to remove the debris.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the mega needle driver instrument and small grasping retractor instrument installed on arms 2 and 3 collided inside the patient. The resulting friction from the collision caused some debris to fall into the patient. No adverse outcome or injury was reported. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the initial reporter who indicated the two instruments collided causing black teflon debris from the main tube of both instruments to fall into the patient. The material was successfully irrigated and removed from the patient. Multiple antibiotic lavages were performed. No x-rays were taken. The mega needle driver instrument was discarded. Medwatch number xxx was submitted to address the mega needle driver instrument.